Event description:
It has been reported to philips that during a clinical procedure the detector collided with the patient's nose under user operation. The patient is in good condition after treatment at the hospital. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, there was no harm to the patient or user reported to philips. The user moved the detector towards the patient's side, but it moved more than expected. When the customer tried to stop the detector movement, the movement continued, and as a result, it touched the patient's nose. Because of the reported incident, the patient received a small cut on the nose, but no bleeding. The clinical team took care of the patient. The customer was performing a diagnostic vascular procedure. The procedure was continued and completed as planned. This was a one-time occurrence. A philips field service engineer inspected the system on-site and attempted to replicate the situation, however, was not able to repeat it. Based off this information, the philips service engineer confirmed there was no malfunction with the philips system, and the bodyguard sensors were working as intended. The system is equipped with a bodyguard function. The bodyguard function senses distances between the stand and other objects and slows the movement speed when an object is detected within a certain distance of a sensor. The bodyguard function does not prevent all collisions, but if a collision occurs, the collision force will be lower because of the reduced movement speed. Due to the reduced movement speed, there is no potential for serious injury. The bodyguard sensor has a blind spot in its center. Small objects, such as the patient's nose or a very small child (for example, a baby of less than 1 kg) may not be detected when approached from directly above. In this case, the bodyguard did not prevent the collision as the patient's nose was right below the detector center (blind spot of the bodyguard). It is stated in the manual that the operating doctor needs to observe the patient's position to ensure that the machine does not touch the patient before moving the machine. The philips service engineer communicated these features with the hospital staff and advised them to pay attention to this situation. The device was confirmed to be operating per specifications and no failure was identified. The device was returned to use in good working order. The codes were updated based on the investigation outcome.